Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alarm was heard and confirmed by telemetry. The alarm was due to a pump motor stall with no motor stall recovery. A "tube set" message had occurred. The pt was spastic but did not have any other symptoms. The pump was used to deliver lioresal. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.